Event description:
The customer reported that pt tissue was sticking to the bottom jaw of the device during a lobectomy. The tissue was removed from the device with the combined use of an electrical surgical knife and water. There was no tissue damage or blood loss. Another device was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.